Manufacturer narrative:
A manufacturing record review was completed and no related non-conformances were found, therefore supporting the device met material, assembly and performance specifications. A returned product evaluation was also completed. The catheter shaft was separated about 3cm distal from the collar. The separated section of the guideliner remained inside the guide. The guideliner shaft shows evidence that the catheter was severely twisted. The damage is consistent with torquing the catheter with the distal tip section fixed. The guideliner IFU warns; "never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, damage to the catheter, or vessel damage." The separation is related to user error.

Event description:
Guiding sheath was inserted from the left access site and delivered to the right leg by crossing over the aorta bifurcation. Due to severe calcification and severe angulation around the bifurcation, there was difficulty with guiding sheath advancement. For support, a guideliner pv and a micro-catheter were inserted into guiding sheath; however, resistance was felt during guideliner pv insertion. The physician removed the guide-wire and micro-catheter, and then tried to retract guideliner pv; however, guideliner pv got stuck inside guiding sheath, and separated with further retraction. As guideliner pv was separated inside guiding sheath, both devices were removed together, and the operation was aborted. Physician's comment: no torque was applied during guideliner pv retraction.